Manufacturer narrative:
Concomitant medical products: hm34231h valve; implant date: (B)(6) 1999, ddmb1d1 defib, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that potential oversensing, undersensing and chronic low p-waves were noted on the right atrial (ra) lead on current and stored electrograms (egm). It was noted the atrial lead signal is being classified in the refractory but is creating atrial tachycardia / atrial fibrillation (af) episodes per the device programming. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.